Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, noise was noted on the video due to cable unit failure. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for use, the video with the camera head disappeared temporarily. Subsequently, the intended diagnostic procedure was completed, with no delay, using a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the root cause of the defective cable unit could not be identified. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.